Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that a medfusion® 3500 syringe pump had a broken clutch and displayed a check clutch error. No injury was reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the pump found the pump in poor condition, with the top case chipped and cracked. A review of the event history log found a check clutch/lever error in the history. Functional testing of the device involved flow and occlusion tests and was unable to replicate the reported issue. Based on the evidence, the root cause of the issue was unable to be determined.